Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50, (B)(4), (B)(4), description: linear lead, 50 cm with pre-loaded 0.012 inch stylet.

Event description:
A report was received that the patient's ipg will be replaced due to confirmed premature battery depletion. The physician will also replace the patient's leads due to high impedance contacts.

Manufacturer narrative:
Additional information was received that the ipg and leads were explanted and the patient was implanted with a new ipg and leads. The patient was reportedly doing fine after the procedure. The explanted leads were not returned to bsn as they were discarded by the medical facility. A returned product analysis of the ipg indicated that the complaint was verified. The battery depletion rate has changed after inplant. The device exhibited excessive current leakage, higher than the typical range. The battery was adequately charged the impedance measurements were normal. The timing of the anomaly suggests that the ipg had been exposed to an environment similar to the electrocautery usage during the implant procedure. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual) a review of the manufacturing documentation of the explanted leads found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg will be replaced due to confirmed premature battery depletion. The physician will also replace the patient's leads due to high impedance contacts.